Event description:
The customer reported that small flames were observed being emitted from the fan of the uninterrupted power supply (ups) on the console. There were no hospital evacuation measures taken, as the fire was immediately extinguished by the hospital using a fire extinguisher. There were no reported injuries.

Manufacturer narrative:
The investigation determined that the failure was most likely the result of a contaminant that found its way into the capacitor during the mfg process. A contaminant can cause the capacitor to over heat with continuous usage. The ups is mfg by a supplier. The MFR of the ups concluded that a fire most likely did not occur, rather the observed damage was the result of overheating. This is the first occurrence of this type of failure. Analysis of failure trends was conducted and concluded that the probability of recurrence is remote. The need for this MDR was identified during a retrospective review of complaint records. (B)(4)